Event description:
1st case it was reported that after a system upgrade, issues occurred in two out of three cases. In the first case, the anterior chamfer cut was off by a couple of millimeters, possibly due to unintended array movement, but no recuts were required and the procedure continued as planned with a cementless implant. Here was no additional medical or surgical intervention required, and no manual instruments or jigs were needed to complete the procedure. 3rd case is captured under complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received, ¿ in the 1st case, the anterior chamfer cut was off but she thinks an array might have moved¿. The velys array set knee was not returned to depuy synthes. However, the log file review and investigation performed by the systems team on the involved velys base station (B)(6) cannot confirm the reported issue of, "the anterior chamfer cut was off but she thinks an array might have moved". An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot an evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation.